Event description:
This event was reported via phone call from the end user on 06/27/06. Sunrise medical subsequently provided MDR#1034630-2006-0030 to us agent for zhonghsan a&e machinery industry co., ltd., on 06/27/06. The end user rec'd a medline walker with guardian 5" wheels from the user facility. He stated that he was in his home last week when he tipped the walker a bit as he has a slight problem with balancing. Upon doing so, the wheel hub cracked causing the walker to tip completely over and he fell hard on the floor. He was checked out at the clinic and has a hematoma on his hip and leg. The wheels were distributed by healthwise. The unit has not been rec'd for eval by sunrise medical.